Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system stopped during examination, the fm x-ray was not possible. During troubleshooting, fse found fdsib board shows a self-test error, fse re-installed software and replaced fdsib . After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system stopped during an examination and x-rays were not possible. The patient was moved to another room and the procedure was completed. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.